Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12l13070, h13a04047 and h12j11037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The patient experienced stomach pain and was hospitalized for peritonitis manifested by stomach pain. The patient was treated with unspecified antibiotics for stomach and recovered from stomach pain. If additional relevant information is received, a supplemental report will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for peritonitis. Treatment was not reported. Eight days after being hospitalized, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolved and the pt was recovered. Pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 2 of 3.